Manufacturer narrative:
Pir #9800898 sample was returned for evaluation. Co is unable to confirm the reported complaint of internal "blood leak" without a sample for evaluation. Trending at the mfg site showed no significant trend. And since the failure was detected during the 18th use of the device, other contributing factors such as reprocessing and handling were present. The leak was found immediately and responded to without adverse effects to the pt. Customer follow-up sent. Complaint closed.

Event description:
Received notice of complaint concerning above product from facility's clinical variance report, faxed to quality systems by the charge nurse. Spoke with director of nursing (charge nurse on vacation) who reported a blood leak on this 18th use dialyzer. As treatment was initiated, blood visible in dialysate outflow. Treatment immediately discontinued. Estimated blood loss for this pt approx. 200 cc due to loss of extracorporeal system. Dir. Of nursing reports that the pt was stable throughout the event, no transfusion or other intervention required. The dialyzer has been saved and is available for evaluation. A response letter and mailer has been sent to the facility. Medwatch filed based on blood loss.